Event description:
Patient is a female who in 2007 underwent a total vaginal hysterectomy for dysmenorrhea and at the same time underwent a sparc polypropylene pubovaginal sling for urinary incontinence. This procedure was described as being complicated by a distal urethral tear which was repaired. Since this surgery, she has complaints of constant pressure which becomes a throbbing as she is up on her feet during the day. It is worse on the right side. She has a second pain which she describes as deeper in the vagina on the right side which is a pinching pain every time she bends or twists. In 2008, pt had erosion of the mesh sling just proximal to the urethral meatus. The mesh had not eroded in to the urethral mucosa but was very close on the right side. The mesh was dissected and excised. Patient's pain all resolved immediately post operatively. She has healed well. She experiences minimal stress incontinence with a very severe cough, and sometimes has some urgency upon reaching the bathroom. She plans pelvic floor rehabilitation/kegels.